Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the staple guide noted the instrument was fully applied. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was broken off. The staple guide was observed to be attached to the instrument with no damage to the staple guide. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed divots to the knife blade. The anvil of the instrument was observed to be tilted and attached to the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. Functional testing noted that the wing nut functioned properly but the safety was broken off. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely. The device also produced all audible, tactile and visual indicators during the functional testing. It was reported that the device was difficult to remove from cavity. The re ported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue may occur if the instrument handle compression was not completed or if the instrument was applied against an excessive amount of tissue during the clinical application. The evaluation detected an unreported condition: broken safety. The product analysis noted evidence that the device was not used as intended. The issue may occur if the latch was forced into disengagement prior to green indicator visibility. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation or incomplete knife cut. The safety will not release if the green bar is not visible in the indicator window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the traffic reconstruction, the surgeon performed the anastomosis and removed the stapler; the anvil from the instrument got stuck into the rectal canal. As a resolution, the surgeon asked another doctor for assistance to remove the head through surgical incision. This results in an extended surgical time of one hour.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.